Event description:
The customer called regarding premature battery life. It was indicated that the pump does not give a low battery warning, but the customer changes the batteries every two hours. It was reported that the customer was hosptialized for hbgs. The customer was unable to do further troubleshooting. So pt gave the phone to the nurse. The nurse won't be able to troubleshoot because nurse needed to attend to another patient. Instructed customer to call back. No further details.